Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb and cine hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported when taking cine runs, the workstation would not replay images, which could result in a loss of cine, subtraction, road-mapping, or other critical vascular functions. There is no report of injury or death associated with this event.